Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the calcified superior femoral artery. The physician inflated the sterling monorail balloon catheter twice, however, on the second inflation, the sterling was inflated to 6 atms and ruptured. The procedure was successfully completed with an unspecified device. No patient complications were noted and the patient's condition was reported as "good".

Manufacturer narrative:
The device was disposed by the user facility, therefore, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as the device performance was limited due to anatomical and/or procedural factors.